Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch# j5fj79y. Expiration date: 1/16/2017. Manufacturing date: 2/16/2012. Two devices were returned. Device (a) was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was that during an unknown procedure, the staples were malformed after the first firing. Changed another reload but still had same problem. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.